Manufacturer narrative:
The device was returned for analysis. The reported loose or intermittent connection was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. However, a review of the complaint history of the reported lot revealed similar complaints from this lot, indicating there is a potential quality issue. Therefore, an investigation was initiated to evaluate the copilot complaint regarding the reported loose or intermittent connection events. The investigation determined the reported difficulties appear to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. H6: correction medical device problem code 1354 was removed.

Event description:
Subsequent to the initially filed reports, the procedure description was updated. It was reported in a general comment that the copilot did not screw in properly. There were no adverse patient effects. A new device was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported in the copilot did not screw in properly and leaked during the procedure. There were no adverse patient effects. A new device was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date.